Event description:
It was reported that the pt had expired. The cause of death was not reported. The physician stated, "cause of death unrelated to implanted system". The medication being delivered via the device system was fentanyl.